Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The handle broke when it was rotated to release the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had broken off due to being over-rotated. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and tissue was present. The analyst was able to pull the remaining piece of plunger back which released the capsule.